Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display fault was due to an assembly problem with the screen cable. The screen cable was reassembled, and the device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it had an unresponsive touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.